Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose (bg) level was 473 mg/dl with trace ketones. The customer administered a correction bolus to address bg levels, and during the time of the call, ketones were no longer present. The customer changed the supplies on the pump and is no longer experiencing the alarm. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion. Additionally, the customer received a cartridge alarm 19 during basal delivery. The customer was able to load a new cartridge successfully.